Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient while removing the cassette at the very end of treatment fluid was noted to be in the cassette area of the cycler. The cycler had alarmed for air detected in fill 7 of 7 but was able to be bypassed. The patient's peritoneal dialysis nurse later reported during a follow up call that the patient did not experience any adverse events, and continued their treatments with no further issues. The set was not made available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.